Manufacturer narrative:
Follow-up #1: date of submission 14-may-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 2-may-2018 with the following findings: review of the black box data revealed the total daily doses added up to correctly reflect the user¿s programmed basal rates. On investigation, the pump powered on normally with the returned battery cap in place. The pump was exercised for 24 hours without any errors, warnings, alarms loss of power or rebooting. The pump passed accuracy testing and was found to be performing within required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal delivery totals in the total daily dose did not match the active basal program total. It was reported that the patient experienced a blood glucose level of above 250 mg/dl, but below 500 mg/dl, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.